Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Stryker was made aware by the customer that only 90v was coming from the customer's inverter in their ambulance. While the reported issue could not be duplicated or verified and the cause could not be determined, it is possible that the issue was due to the customer's power source.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.